Manufacturer narrative:
Review of the submitted log files by a representative of the manufacturer¿s technical service team confirmed the occurrence of pump stoppage events and driveline fault alarm. The evaluation of returned device confirmed an internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and 23.5 inches of the distal portion of the driveline was returned. The remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and the brown wire from the internal portion of the driveline produced an open circuit. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the driveline revealed that the brown wire was completely fractured approximately 4.5 inches from the pump housing. The brown wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were abraded, but were otherwise unremarkable. The driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. The test did not reveal any additional areas of current leakage. The lack of electrical continuity in the brown wire would have resulted in the driveline fault alarm that was confirmed through the evaluation of the log files. If the exposed conductors of the brown wire contacted the braided shield while operating on a tethered power source, the resulting short to ground also would have resulted in an alarm. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2015-02425 for the patient's previous percutaneous lead repair. Approximate age of device ¿ 3 years. The explanted device and portion of the replaced percutaneous lead was returned for analysis. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic after experiencing pump stop events while connected to the power module via the patient cable. The patient had the same result when connected to the hospital¿s power module via a patient cable. It was reported that the patient was asymptomatic at the time of the alarms. The patient was then placed on a modified patient cable. The patient had undergone an external percutaneous lead replacement in (B)(6) 2015. Review of log files by the manufacturer¿s technical services representative confirmed the occurrence of several pump stop events which only occurred while the patient was connected to the power module via the patient cable. The submitted x-ray images did not show any obvious areas of concern either internally or externally, and it appeared that the repaired area of the percutaneous lead remained intact. The patient was provided a modified patient cable and discharged home. While at home, a driveline fault alarm began to occur. On (B)(4) 2016, the manufacturer¿s technical services representatives were onsite and performed a percutaneous lead evaluation. During the phase interrupter tests, the patient experienced a low speed event suggesting an open wire. No additional open wires were found. A second percutaneous lead evaluation was performed the next day which confirmed the prior day¿s findings. At the request of the physician, a percutaneous lead repair was performed beginning about 2 inches from the exit site. While performing repair, technical services spliced three wires first. Upon switching to the new percutaneous lead prior to splicing the redundant wires, the pump would not turn on. The repair was completed with the rest of the wires without issue and the patient was stable using a modified patient cable. Post repair, the patient continued to experience driveline fault alarms. The patient underwent a pump exchange on (B)(6) 2016.